Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported they needed assistance with reprogramming. The patient said that at first her ins was helping but it is not working, and her symptoms have gotten worse with "it just pouring out." The patient did not feel stimulation with the therapy on, but when they increased from 2.0 to 2.5 on program 4, she was able to feel stimulation a little bit. It was reported that symptom control was not 50% or better. It was noted that the symptoms returned about a week after implant, the first week in (B)(6) 2016. The date is approximate.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.